Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported implant rupture, pain and deformity. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported implant rupture, pain and deformity. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing shell assessed as inconclusive. Pain: unable to observe as it is a medical event not related to the device. Deformation: no observed. Additional observations: red particles observed in the gel.